Manufacturer narrative:
Additional manufacturer narrative: it was reported that the annuloplasty ring was explanted due to endocarditis. Prosthetic endocarditis of annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. In this case, the surgeon indicated that there was no malfunction of the edwards ring. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. The root cause of this event cannot be confirmed with the available information. There is no evidence that suggest the edwards device caused or contributed to this event. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this prosthetic annuloplasty ring, implanted approximately 20 days, was explanted due to endocarditis. The surgeon noted that there was no malfunction of the device. The patient's mitral valve was replaced with a bioprosthetic valve. There are no reported adverse patient effects as a result of the replacement.